Manufacturer narrative:
Concomitant medical products: product ID: 749851, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6), 2005, product type: extension. Product ID: 3487a, lot# l69339, implanted: (B)(6) 1999, product type: lead. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6), 2005, product type: implantable neurostimulator. Product ID: 3487a, lot# l69339, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
The consumer reported that they had a meeting with their doctor and a manufacturer representative. The stimulation had been turned off prior to the meeting. At that meeting when the device was checked the patient was getting a surge and they were jerked 3 times. The stimulation was turning on and off. The doctor noted that they were not doing anything when the issues occurred and they would analyze the device later. The leads were replaced and the system was explanted approximately 4 years after the lead replacement. Both sets of leads were left in. The patient was indicated for failed back surgery syndrome. No causes or troubleshooting were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.